Event description:
Falsely depressed aptt results were obtained on eighteen patients' samples. The results were reported to the physicians. The original samples were retested and higher results were obtained. Several patients were treated. Ther was no report of adverse health consequences as a result of the falsely depressed aptt results. On (B) (6) 2008 aptt results (seconds).

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed aptt results is unknown. No further evaluation of the device is required. The instrument is performing within specifications.